Event description:
Information received notes that the patient was seen in the clinic following possible oversensing seen on a transtele- phonic check. Oversensing was not seen when programmed to the unipolar configuration, during the readings, the rate appeared to drop to the 30's and dashes were displayed for the mode and rate parameters. Reprogramming to emergency vvi restored the device and allowed programming. The patient's escape rhythm was in the 30's.